Event description:
Reporting status: serious injury/required surgical intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, the patient underwent stenting of the pre-dilated lmca, pre-dilated proximal lad, and pre-dilated proximal cx with four xience stents. Eight months later, the patient experienced angina with minimal efforts that has been progressive in the last few weeks. The patient was hospitalized. Troponin level was elevated at 1.45 and result was reported as normal or clinically irrelevant, a myocardial infarction was not reported. The patient underwent coronary artery bypass grafting to the proximal cx as well as non-target vessels two weeks later. The patient stabilized the following day. The discharge date was not reported. There is no additional information available.

Manufacturer narrative:
Restenosis and angina, as noted in the xience v IFU are known adverse events associated with coronary stenting. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. It is possible that the angina was a secondary effect of the restenosis, which required hospitalization and treatment with CABG surgery. Although a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency. The other xience v indicated is being reported under the same MFR #.